Manufacturer narrative:
Concomitant medical product: 693565 lead, implant date: (B)(6) 2015, dtba1d1 ICD, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high threshold measured on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.